Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The flush valve was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 phone call, (B)(6) 2015 email, (B)(6) 2015 email, (B)(6) 2015 email.

Event description:
The hospital reported that, during a case, the flush button stuck open. The clinician reportedly disconnected the patient from the circuit and manually ventilated the patient. There was no reported patient injury.